Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would not progress to the splash screen when starting up. It was reported that the navigation system displayed a black screen with no error messages or warnings. 4 subsequent restarts were performed without resolution. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.